Manufacturer narrative:
Additional information: g3, h3, h6 complaint is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On (B)(6) 2023, it was reported by a facility representative via email that a ar-3636 knotless 1.8 fibertak is having an issue. No additional information provided. Additional information requested. Additional information provided on 01/23/2023, it was reported that the device broke, this occurred during a case on (B)(6) 2023. The broken piece was removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.